Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were performed. The patient condition was stable.